Manufacturer narrative:
Dimensional and visual review of the drill shaft body without the drill head/tip - show no abnormalities with the returned section of this device. Manufacturing documentation shows no signs of irregularities with reviewing both the sub-tier component part number 90501393 and final component 7201108. No conclusion could be made for the device breakage. (B)(4)

Event description:
When the surgeon went to drill a second hole for a second anchor, he noticed that the drill tip was missing from the end of the drill bit. The tip had broken off in the bone and the anchor was inserted over the top. The surgeon ordered a post op x-ray which shows the location of the broken drill bit. Additional information confirms there are no plans for a second surgery to remove the tip.